Event description:
It was reported by the provider that the power chair is intermittently going into "gtrac error" when chair goes over slight bumps. Because of this, the consumer is getting stuck when crossing a street. No patient injury alleged, no additional information provided.